Event description:
It was reported that attune cr rp insrt sz 4 5mm, attune cr fem rt sz 4 cem, and attune rp tib base sz 3 cem were involved in a reported event following knee surgery. The event concerned a possible allergic reaction experienced by a patient more than one year after implantation of the attune prosthesis. The patient consequence was described as a potential allergic reaction, classified as a minor injury, and no device malfunction was alleged. There was no removal of the implants, and the devices remain with the customer, not available for return.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d2a: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.